Event description:
It was reported that in the neonatal ICU, the nurse primed the IV tubing, placed it in the pump module and it alarmed air in line. The nurse attempted to remove the air by flicking the tubing. The tubing separated at the upper fitment of the pumping segment and leaked an unspecified fluid. The customer states there was no harm.

Manufacturer narrative:
The customer¿s report of pumping segment separated at the upper fitment and leaked was confirmed. Visual inspection of the set noted that the silicone segment was completely separated away from the upper fitment. Further visual inspection of separated silicone segment end noted no o-ring indentations on the silicone segment. Examination under magnification noted no crush mark to the upper or lower blue fitment. Functional testing was deemed unnecessary due to a separation in the silicone tubing. Fluid was also observed to be leaking from the set. Dimensional testing was performed and the silicone tubing measured to be within specification. The root cause of the primary set silicone segment separation was due to the set's retainer ring not being assembled onto the set during manufacturing assembly process.

Manufacturer narrative:
Concomitant medical products: 150ml baxter bag, lot: dr18g28063, intravia container; therapy date: (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the neonatal ICU, the nurse primed the IV tubing, placed it in the pump module and it alarmed air in line. The nurse attempted to remove the air by flicking the tubing. The tubing separated at the upper fitment of the pumping segment and leaked an unspecified fluid. The customer states there was no harm.